Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), during a routine follow-up test, experienced an electrical reset and loss of parameters. The model and serial numbers were also found to have reset. The ICD has been explanted and will be sent to cpi for analysis.